Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, noise and episodes of auto mode switch were observed on the atrial lead. The noise was reproducible in clinic via movement of the patient's upper extremities. It was noted that the atrial lead impedance began fluctuating around (B)(6) of 2020. The lead also exhibited a steady increase in capture threshold and low sensing threshold around this time. The physician suspected a possible lead insulation failure and scheduled the patient for a follow up chest x-ray examination. The patient denied having any symptoms and was in stable condition.

Event description:
New information received from the device clinic stated that the physician did not report significant findings with the chest x-ray and elected to continue to monitor issue at this time. No further action was taken.

Event description:
New information received stated that the atrial lead exhibited noise oversensing of the right ventricular lead activity. On (B)(6)2022, the physician explanted and replaced the lead successfully. The patient was in stable condition.